Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug (drug concentration and dose rate not reported) via an implantable pump for non-malignant pain. It was reported that the patient's pump was explanted due to meningitis infection. The following additional information has been requested which was not available at the time of the report: onset of event, symptoms experienced, diagnostic tests performed including results, cause/factors that may have led to the event, date of pump explant, and outcome. If additional information is received, a follow-up report will be submitted.